Manufacturer narrative:
A ge service representative performed an onsite investigation. The failure could not be duplicated. The cine hard drive was reformatted and cine components were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system failed to properly save patient image data. No patient serious injury or death was reported related to this event.